Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked battery tube threads, cracked case at the display window corners, cracked lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, missing reservoir tube o ring and broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that reservoir connection was broken and there was crack near battery compartment. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.